Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain. The pt experienced increased pain and headache. The physician performed an x-ray rotor study and found the pump rotor was stopped. The hcp explanted the pump in 1999 and returned the pump to the manufacturer for analysis. Another synchromed pump was implanted and the pt's condition is improved.

Event description:
The pt was implanted with a synchromed pump and catheter on 11/9/1998 for intrathecal infusion of morphine for non-malignant pain. The pt experienced increased pain and headache. The physician performed an x-ray rotor study and found the pump rotor was stopped. The hcp explanted the pump on 10/26/1999 and returned the pump to the MFR for analysis. Another synchromed pump was implanted and the pt's condition is improved.